Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load sequence. Customer had elevated blood glucose (bg) levels (565 mg/dl). The cartridge was successfully reloaded onto the pump to resume insulin delivery.